Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) contacted customer service support reporting an internal blood leak from a dialyzer. The bmt believed it was a fiber rupture. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 290°, with the ports at 0°, on the non-cavity ID end. Under magnification (20x), the fiber fragment measured approximately 5.29mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility biomedical technician (bmt) contacted customer service support reporting an internal blood leak from a dialyzer. The bmt believed it was a fiber rupture. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) contacted customer service support reporting an internal blood leak from a dialyzer. The bmt believed it was a fiber rupture. Additional information was requested but was not received to date.